Event description:
It was reported that a coil broke. When the coil was attempted to be delivered via an angiographic catheter, the coil encountered resistance midway in the catheter. Upon checking, the implant was found to be broken. The coil was determined to be defective, and its use was aborted. The procedure was continued with a new coil. There was no patient injury nor intervention. There was no patient health damage. Additional information received notes the coil was in the catheter which was still in the patient when it broke. When the coil was broken, it was still attached to the pusher. By pulling on the pusher, the coil could be withdrawn and removed from the patient.

Manufacturer narrative:
Items returned for evaluation: -pusher -implant -introducer -shrink lock. Items not returned for evaluation: -dispenser hoop -catheter -v-grip. The visual analysis of the returned items found that the proximal connector was kinked, the implant was stretched at the proximal end and deformed, and the distal ball was broken off from the implant. The investigation of the returned coil system found the proximal connector kinked, the implant deformed and stretched at the proximal section, and the distal glue ball broken off from the implant, which is consistent with the device causing friction or being caused by friction within the catheter. Without the distal end of the implant, the investigation cannot identify the root cause for the breakage, but this type of condition is consistent with the implant experiencing forces that exceeded the strength of the glue bond. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a coil broke. When the coil was attempted to be delivered via an angiographic catheter, the coil encountered resistance midway in the catheter. Upon checking, the implant was found to be broken. The coil was determined to be defective and its use was aborted. The procedure was continued with a new coil. There was no patient injury nor intervention. There was no patient health damage.